Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of spinal pain. It was reported that intermittently the patient experienced inability to recharge the ins. The hcp confirmed no seroma by ultrasound and believed it was not related to recharger position. They tested the device by placing the wand over the device. Good coupling was achieved but was lost right after without moving the wand. A month later, the patient continued to report inability to charge. The battery was at 80% when checked. A recharging system was replaced prior to this visit. The ins system was replaced on (B)(6) 2019. The event was related to the device or therapy and the recharging system. The event was resolved without sequelae. No further patient complications were reported as a result of this event.